Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was the pilot valve being defective. Additional malfunction was a defective on/off switch on the control panel.